Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) has dystonia and had to change his settings and now the patient is in an emergent state in ER. Pt came in yesterday where they discovered an impedance issue. The healthcare provider (hcp) changed the settings to try to avoid it the short circuit they were seeing. But pt presented at the ER last night due to no accommodating the adjustment. Today, caller does not know what the impedances were yesterday, but today they are seeing the entire lead is showing red. Values for the unipolar are showing in the 210-249 ohms, bipolars are showing 8/9 53 ohms, and the rest are 210-225 ohms. Technical services reviewed that they should not use 8/9 together but could try them separately to see if they bring the patient any relief. Reviewed to keep track of recharging interval as short circuits drain battery level quicker than normal. They are planning to get the patient into surgery as soon as possible. It was reported that the patient has not been seen since 2013, and this change was sudden which if why the pt was needing to be seen. There has been no fall but pt does have a lot of neck movement related to their dystonia. They took x-rays and there were no clear fractures that they could see. They are going to continue to try various programming options until decision on when surgery will occur.